Event description:
Registered nurse (rn) went to place piv with nexiva 24 g. X 0.75 in. Peripheral intravenous (piv) was successfully placed, but when rn went to flush the line, the "pigtail" was leaking "everywhere". Rn removed the piv and successfully restarted new piv.